Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. Complaint investigation results: electronic quality management system (eqms) search. A query was run in the eqms on 30-jan-2026 against "lot number" "6009398" and similar malfunction codes: tubing detached from tubing-tubing connector, leak between tubing and site connector -detachment / significant wetness, leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The review confirmed that lot 6009398 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 30-jan-2026 against "lot number" criteria equal "6009398" and similar malfunction codes: tubing detached from tubing-tubing connector, leak between tubing and site connector -detachment / significant wetness, leak between tubing and site connector - trace moisture / minor wetness, leakage from connection between the tubing connector and the infusion set (cannula part/base piece). The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6009398 was manufactured according to the work instruction (wi) version 117 and manufactured in the line 7, on 26-sep-2024 with a total of (B)(4) units. Outgoing test 6, one sample was found with improperly assembled tubing. An extended sampling was performed and accepted in accordance with established procedures. The DHR review confirmed that all processes and inspections met requirements. The improperly assembled tubing observation was addressed through acceptable extended sampling, indicating no systemic issue. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed. Wi guidance for functional testing 1 air leak test for complaints area version 2: all 3 samples tested passed. Wi guidance for functional testing 1 static pull of the tubing-tubing connector test for complaints area version 2: all 3 samples tested passed. Functional testing for the reported malfunction leak between tubing and site connector detachment / significant wetness. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6009398 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026. The tubing got detached and the site of detachment was tubing connector. The blood glucose level was high. No additional information available.